Event description:
It was reported the patient complained of chest discomfort around the implant site. Follow up with the physician's office disclosed the patient had not been seen by and had not contacted the physician. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).